Manufacturer narrative:
(B)(6). PMA / 510(k) #: k011369, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had a plunger that was difficult to push due to the rigid safety device. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd nexiva closed IV catheter system had a plunger that was difficult to push due to the rigid safety device. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.